Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an abs-10060 angel prp system froze in the beginning of the case. Abs-10061t kit was wasted as a result. This was discovered during a case, procedure had to be rescheduled

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. Refer to the attached memo for the investigation results. One abs-10060 serial number (B)(6) was received for investigation. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 32 ml platelet-poor plasma (ppp), 24 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 45.4 ml. No obvious errors in functionality occurred during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). In conclusion, the alleged event could not be replicated. Visual evaluation found regular signs of wear and tear. No problem found.